Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump had frozen display. Customer's blood glucose value was unknown. Troubleshooting was performed, there was not response from any button. Customer was unable to successfully clear the alarm. Customer also stated that the screen was not completely blank. Advise to remove battery from the pump. Insert battery alarm appeared on pump screen. Customer was not calling back after installing a new battery, monitoring the pump for two hours and frozen display recurred. The device will not be returned for analysis.